Event description:
Rptr noticed problems in neck, back, elbows & fingers. Rptr got to where she couldn't sleep or rest. She had pain all the time. It made her sick to her stomach. Picking up anything with weight hurt elbows & fingers. She stayed depressed, her memory is no good. She has & still is seeing a chiropractor for these problems. Fibromyalgia-mild arthropathy.